Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
The sample shows leakage between potting and housing. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.